Manufacturer narrative:
(B)(4). This problem is still under investigation. The follow-up report will be sent by 05/23/2011.

Event description:
The system is down, replacement of x-ray tube, convertor is required.